Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain and a motor response. The evoke scs system and a physician exam confirmed the pain was due to migration causing unintended stimulation. A lead revision was performed three days later. Post procedure, the patient was reported to be receiving adequate therapy.